Event description:
It was reported that syringe 5ml saline fill china sp leakage. The following information was provided by the initial reporter: when preparing to flush the end of the pipeline, it was found that there was leakage at the plunger rod.

Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 5ml saline fill china sp leakage. The following information was provided by the initial reporter: when preparing to flush the end of the pipeline, it was found that there was leakage at the plunger rod.